Event description:
Clinician pushed up the safety glide safety device, but it did not stay or go over the top of the needle. A nurse was stuck following giving a patient an injection.

Manufacturer narrative:
H3: evaluation summary two device samples were returned for evaluation. One device was the actual syringe with the reported defect. The syringe was returned opened with the safety shield activated and locked in place. No manufacturing defects were evident, however, since it was activated further testing was not possible. The second syringe was returned in a sealed package. A safety shield activation force test was conducted to determine the forces required to activate. Results showed that the safety shield functioned properly and was found to have activation forces with specification. A records review of the returned product lot was also conducted to determine if there were any other incidents involving this lot number. Records showed that this was the first incident reported on this lot number. There are no significant trends on this product line for safety shield failures.